Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "caution: this product contains natural rubber latex which may cause allergic reactions." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. Sample was discarded.

Event description:
It was reported that than an odor was allegedly coming from foley. The patient has a superpubic catheter and it allegedly had a real strong odor coming from it. The odor was not noticed when the catheter was being inserted; the smell apparently developed immediately upon insert. The patient has been using the product for many years and this is the first event. Per additional information received, the customer started antibiotics for a urinary tract infection.